Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The company representative reported that the (2) two empty helium cylinders were shipped since june 2014. The customer has ordered 2 additional helium cylinders as a replacement to remedy the issue. No information was provided as to whether the iabp was evaluated, as the reported issue occurred with the helium cylinder. There was no reported malfunction of the iabp. However, if additonal information is provided regarding the evaluation of the unit, a supplemental reported will be submitted accordingly.

Event description:
It was reported that during installation and training of the cs300 intra-aortic balloon pump (iabp), it was discovered that (2) two of the (3) three bottles were empty (without helium). One bottle was connected to cs300 and the other empty bottles were returned by customer. There was no patient involvement, thus no adverse event was reported.